Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they experienced blood glucose of 495mg/dl and insulin pump was damaged. Customer stated that reservoir was not locking in the insulin pump as insulin pump was dropped. Customer stated that reservoir was chipped. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will not be return for analysis.